Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated, and the monitor passed all evaluation tests. Returned therapy cable could not be tested due to shock delivery and gel deployment which confirms that the therapy cable functioned as expected. There was no observed damage, and all gel was deployed during the event. Evaluation evidence indicates wcd performed per prescription and intended use. Carestation episode report was reviewed which indicated that the patient failed to divert the therapy shock. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button.

Event description:
Registered nurse from hospital called in to report that the patient received a therapeutic shock. Nurse confirmed gel released. Patient is currently not wearing the wcd system. Per nurse, the patient was alert & conscious at the time of the therapeutic shock. Nurse unable to confirm if preparing to shock alert sounded prior to shock. Therapeutic shock occurred after the patient had switched out the batteries. There was no patient injury or adverse events. However, an undiverted shock to a conscious patient could result in serious injury.